Event description:
It was reported that the system 9800 made a popping sound while fluoroing . The system displayed overload error. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined there was arcing at the high voltage connections. The connections were cleaned and regreased. The system was tested and found to be working as intended and placed back into service.